Event description:
It was reported by an arjohuntleigh service engineer that when he came to fit a new spare battery (kka1100-04) to the hoist, the battery cells detached from the handle and case. (B)(4).